Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4) concomitant medical product: femoral cut block handle catalog # 32-487111 lot # unknown. (B)(6). Product has not been returned to zimmer biomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001825034-2018-00366.

Event description:
It was reported that during a knee arthroplasty procedure, the instrument fractured during use. All pieces were recovered from the surgical site, and the site was extensively irrigated.

Manufacturer narrative:
Concomitant medical products: vanguard femoral cut block handle, catalog #: 32-487110, lot #: zb070209. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection confirms the cut block handle has fractured and the fractured piece is in the cut block guide. Visual inspection found signs of wear and damage. Scratches, nicks and gouge marks were identified on the returned devices. DHR was reviewed and no discrepancies were found. Root cause is wear and tear from use. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.